Manufacturer narrative:
(B)(4). Date sent: 8/20/2021. Investigation summary: the product was returned to ethicon endo-surgery for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with no apparent damage and with no reload present. The manual override door was noted to be out of position; the override lever was up which denotes that the knife was manually returned to a home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. The bailout system was reset and then, it was tested for functionality in the straight position with a test reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples meet the staple release criteria. As part of our quality process, the manufacturing records of this batch number were reviewed, and the manufacturing standards were met prior to the release of this batch. As part of ethicon endo surgery¿s quality process, all devices are manufactured, inspected, and released to approved specifications. No conclusion could be reached on the cause of the reported event. The event described could not be confirmed as the device performed without any difficulties noted. The device opened and closed without any difficulties noted. Once the device completed the firing sequence the knife returned home as intended. The knife reverse button worked properly during testing. This report is not intended to deny that a problem was experienced with the device. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis.

Manufacturer narrative:
(B)(4). Date sent: 2/17/2022. H6: component code = g04. Investigation summary: the product was returned for evaluation. Visual inspection and functional testing were conducted on the returned device. Visual analysis of the returned sample determined that one psee60a device was returned with an unknown trocar inserted in the device, and with the pcb damaged on at the batch area, the closing trigger and anvil in the closed position, the anvil bent upwards and the anvil knife slot was noted to be damaged. In addition, a gst60w reload loaded in the device. The reload was received partially fired. The manual override door was out of position; the override lever was up which denotes that the knife was manually returned to home position. It should be noted after the manual override system is used the instrument is disabled and cannot be used for any subsequent firings. After further evaluation of the CT scan, the knife bands were noted to be buckled. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness or tissue that cannot compress to the indicated range for the selected reload. This may have caused excessive force to be applied to the underside of the solid steel anvil leading to this damage. The damage to the knife is consistent with the device being clamped over an excess of tissue. If the firing continues the knife will buckle, and as the knife is attempting to pull the anvil towards the reload to form the staples it will result in the damage observed on the anvil, also as the knife was broken the firing rod was no longer attached to the knife, damaging the pcb component. Please reference the instruction for use for more information. As part of ethicon endo surgery¿s quality process all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post market surveillance. No lot or batch were provided, therefore a batch history review could not be performed.

Manufacturer narrative:
(B)(4). The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed. Attempts were being made to obtain additional information and the following additional information was received: what were the circumstances that led to the splenectomy? Unknown. Prior to firing on the splenic hilum did the surgeon feel that the tissue was thicker than usual? Unknown. The surgical tech noted afterwards that the thickness was noted to be thick at some point during the procedure. Was the device able to be opened on the back table? No. When the black override lever was moved front and back one time to see if was able to be moved. What is meant by ¿it was done successfully?¿ it was able to be moved forward then backwards one time. No further attempts were made to move the lever. In addition, photos were received for review. Review is in progress and has not yet been completed. Upon completion of photo review, a supplemental medwatch will be sent. Attempts are also being made to retrieve the device. To date, no device has been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent.

Event description:
It was reported that robotic surgery began for gallbladder removal and transitioned to hand assist for splenectomy. During the splenectomy, the first psee60a jammed on the second reload when firing the device. The surgeon felt it got stuck after the second or third row of staples. The first psee60a stapler (lot v94h3x) had the manual override used to retract the sled and knife blade when it jammed. A second stapler was opened and used for the remainder of the case. During the last firing on the splenic artery / hilum with a gst60w reload, which was the second reload used on the stapler, the stapler wouldn¿t open after the device was fired. The surgeon felt the sled and knife blade returned all the way, but it was stuck on the hilum and could not be opened. The reverse switch was used, and the stapler wouldn¿t open. The manual override was utilized but they felt it didn¿t have an effect as the stapler still wouldn¿t open. It was noted that the lever was moved back and forth ¿quite a few times.¿ it was noted that the tissue was very dense and thick. Multiple attempts were made to open the stapler by hand and other instruments. The decision was made to convert to open from hand assisted. The stapler was cut out of the tissue and the cut transection was over sewed with suture. The stapler was removed with the trocar remaining on the shaft of the device with a large tissue bundle stuck in the jaws. After the surgery, the black override lever was moved front and back one time to see if it was able to be moved, which was done so successfully. No further attempts were made to move the override lever. There was a thirty-minute delay in the procedure. The or nurse and the scrub tech confirmed that the staplers were rinsed and swished in sterile water after spent reloads were removed, prior to loading subsequent reloads. This report is for the second stapler used on this procedure. The first stapler was reported on a previous (separate) medwatch report.